Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with noise on the right ventricular lead. The noise could be reproduced with isometrics in both configurations. The device was reprogrammed and the patient would continue to be monitor via merlin.net . No patient symptoms were reported.